Event description:
It was reported that the balloon of this device burst before and pressure was applied to it. The report stated that the balloon burst while being inserted into the circumflex artery. There has been no injury related to this event.